Event description:
A pt's blood glucose was reportedly tested on the suspect advantage system with a blood glucose result of 25.2 mmol/l. Pt's blood glucose was immediately retested, on a different advantage system, with a result of 2.6 mmol/l. A subsequent lab test measured pt's blood glucose at < 3.0 mmol/l. The blood glucose results were obtained in a hosp emergency room. No details about pt's diagnosis or treatment were provided. Qc testing had reportedly been performed on both advantage systems; however, control ranges from test strip vials were not provided. The suspect product was not returned to the MFR for eval. Advantage system: meter, advantage ii test strip lot 449523 with expiration date 2/28/2008.

Manufacturer narrative:
The advantage ii test strips are the suspect device.